Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature: cold-plasma posterior arytenoidochordectomy for chronic paralytic laryngostenosis. Doi: 10.31838/srp.2020.3.98.

Event description:
It was reported that on literature review ¿*cold-plasma posterior arytenoidochordectomy for chronic paralytic laryngostenosis¿, after an ent procedure with a "procise lw coblator ii wand", a patient experienced insufficient lateral position of the fold in the left third of the vocal fold due to cicatricial changes. The complication was treated with a second surgery. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states the data provided was presented in the literature article named " cold-plasma posterior arytenoidochordectomy for chronic paralytic laryngostenosis." Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.